Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Upon battery installation, black lines across lcd screen were noted. Proceed with cutting unit open. Individual traces on the lcd glass between the lcd controller and the lcd image area have been broken, preventing certain vertical lines of information from displaying, causing the display anomaly. In addition to the visual inspection, corroded electronic assembly and corroded motor flex connector were noted. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, pillowing keypad overlay, and scratched case. In summary, customer allegations for cosmetic damage were confirmed during visual inspection when cracked case (battery tube) was noted. In addition, during visual inspection, black lines were noted due to broken traces between the controller and the lcd image area and corroded electronic assembly. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712kl was requested and customer response was the device returned.